Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the complaint was not verified. Upon receiving the battery measured 3.75 volts and it was fully charged. The patient's stimulation was active during the charging cycle. The battery depletion and sleep current rates were within expected ranges, 2.68 mv and 21 ua respectively when the device was turned off. The device exhibits normal device characteristics.

Event description:
A report was received that the patients ipg was not holding a charge. It was also reported that the ipg was non-functional. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was not holding a charge. It was also reported that the ipg was non-functional. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.